Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic-assisted nerve sparing radical prostatectomy with laparoscopic bilateral pelvic lymph node dissection and laparoscopic assisted repair of incarcerated recurrent left inguinal hernia procedure there was an obturator within the dissector trocar device. The head broke off of the obturator and left the shaft inside the trocar device while deployed within the patient. The surgeon managed to retrieve the shaft without removing the trocar from the patient. There was no patient injury.